Manufacturer narrative:
Of the reported three malfunctions, lot number were provided for all three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all three malfunctions. Therefore, the investigation is confirmed for the reported malposition of device, material deformation and patient device interaction problem for all three malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced malposition of device, material deformation and patient device interaction problem. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Three male patients age ranged between 50-82 years. For all three malfunctions, patients' weight was not provided.